Event description:
It was reported that during a lung resection procedure, the device cut, but didn't staple on the third firing. There was no patient consequence. The procedure was completed with another like device.